Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received dirty, but in good physician condition. No evidence of the reported problem was found in event log.a fluid filled cassette was attached to the pump. Testing could not be completed due to air in line alarm displaying. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The reported problem was caused by air detector. The air detector was replaced to correct the reported problem.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited alarms for air in line when there is no air in line. It was also reported that the pump had discolored housing. No patient injury reported.